Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on (B)(6), ppn was infusing for a patient via IV set with universal spike, pressure limited check valve, two caresite luer access devices, supor membrane 1.2 air eliminating filter and spin lock connect. Lot # 0061957008. The patient had approximately 1 hour left in the infusion before it would be changed at 1600 and the nurse entered the room to find that a large amount of air had bypassed the pump and was on the patient side of the tubing. The ppn bag hadn't overflowed to the far right chamber which had gone dry, leading to air in the line. The air bubbles should have alarmed the pump and stopped the transfusion but a significant amount of air did bypass the pump and the alarm did not sound. The nurse stopped the pump and brought pump still connect with tubing to the nursing station.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.